Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. Information was reported that the reason for call was pt stated at the end of the call that he cannot wait to get the "new surgery" pt stated that he hopes it will be a different experience because "this is horrible". Patient services (pss) understood patients comment to mean he cannot wait to get the newer ins to replace his current system.